Event description:
On (B)(6) 2012, an event was reported to cormatrix cardiovascular involving the cormatrix ecm for cardiac tissue repair and a reported delamination. The surgeon reported that the cormatrix ecm delaminated during a repair of the patient's pulmonary artery. The surgeon stated that after he implanted the cormatrix ecm, "it started to bleed." At this time, the patient had not been taken off bypass, nor had the surgeon closed the patient's chest. The surgeon stated that he removed the cormatrix ecm and then replaced it with a new cormatrix ecm patch. Upon evaluating the explanted ecm, the surgeon observed that part of the ecm had delaminated. The surgeon stated that replacement of the delaminated ecm required the patient to remain on bypass about 6-7 minutes longer than expected, but that nothing adverse had occurred as a result of the delamination. The surgeon stated that he saw the patient a few days later and that she was doing fine.

Manufacturer narrative:
The cause of the delamination is unknown. The surgeon stated that he typically hydrates the cormatrix ecm for about 5 minutes, but that lately he had been hydrating it for only 2-3 minutes. The instructions for use for the cormatrix ecm for cardiac tissue repair ((B)(4)) require that the ecm be hydrated for 5-10 minutes. Cormatrix believes that the improper hydration of the cormatrix ecm may have caused or contributed to this event.